Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, redness, and inflammation under the entire patch area, which occurred 4 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic and the patient took it for 1 week. At the time of the report the skin reaction was healed. No additional event or patient information is available.